Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the revel ventilator experienced vent inop fault. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: service tech was unable to verify the reported "inop fault" problem. Found inop conditions in the event log. Connected a known good patient circuit and ac adapter. Put the vent on run-in for 48.3 hours and passed. Passed initial final test. Service was unable to duplicate the reported problem during testing and evaluation. Main board p/n 12031-001 will be replaced as a precaution.